Event description:
During tka circulating nurse noticed a stain on tibia bearing surface as she opened the implant. The surgeon elected not to use this implant and a second x3 poly was opened with no adverse effect on patient.

Event description:
During tka circulating nurse noticed a stain on tibia bearing surface as she opened the implant. The surgeon elected not to use this implant and a second x3 poly was opened with no adverse effect on patient.

Manufacturer narrative:
An event regarding a stain observed on a triathlon insert was reported. The event was confirmed. Visual inspection of the returned component confirmed the presence of a significant stain on the posterior surface of the keel. DHR review was satisfactory.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.